Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified underweight, broken shell, missing shell (0-25%) and red particles. A visual and microscopic analysis was performed which identified a sharp broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening and missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.